Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890. Samples received: 15 unopened race packs. Analysis and results: there are no previous complaints of the same code-batch. (B)(4). We have received 15 closed samples for analysis. We have tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.45 kgf in average and 0.41 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Remarks: when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders.

Event description:
It was reported the thread breaks very easy during knotting. It was reported during anastomosis of the femoral artery the thread breaks very easy during knotting. There was no consequence to the patient. No other patient data or information is available.